Event description:
Boston scientific received information that, during an interrogation at a routine follow-up, it was observed there was a "safety switch alert" for this right atrial (ra) lead. This ra lead had switched to unipolar due to a pacing lead impedance of less than 200 ohms. Sensing decreased from 4 mv to 1 mv, and during testing a threshold capture was not obtained. While testing in aai, there was observation of ventricular sense(vs) following each atrial sense (as) demonstrating that there was conduction in the atrium. Also, when attempting capture test in aai, the atrial rate of the patient would go at the set rate of the test, but the device would indicate the resulting complex to be an as, failing to recognize that there should have been an atrial paced beat. The capture test was also performed in ddd. In this mode, noise was observed, initially preventing the physician from observing capture or loss of capture on the electrogram. It was then observed that the noise was detected by the device, and inhibited any output in the atrium. This patient was 0% paced in the atrium, and the decision was made to leave this ra lead implanted. A chest x-ray will be performed in the future to assess this ra lead. There were no adverse patient effects. This patient was discharged home, and will continue with normal follow-ups.

Manufacturer narrative:
This ra lead remains in service. At this time there is no additional information. Should additional information become available, this report will be updated.